Event description:
Nurse performed IV insertion using bd saf-t intima, inserted into left antecubital on 1st attempt and secured in place with tape. When nurse pulled stylet to remove needle from catheter, needle stylet began retracting but then needle got caught on luer adapter, causing luer adapter to be broken off of extension tubing. Dirty needle remained exposed and protruding thru luer adapter. Catheter remained inserted in left antecubital and attached to extension tubing causing blood flow out of tubing. 2nd IV insterted on right arm no incident.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5028464. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.